Manufacturer narrative:
A batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The sample provided was evaluated and it was possible to observe the incident. When the retention samples were evaluated, it was possible to verify the non-conformity. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to extract the nozzle from the syringe). The problem was corrected by replacing the screw which was causing the clearance in the rack assembly. (B)(4) was initiated.

Event description:
It was reported that plastic burrs occurred with a syringe plastipak 20ml ll s/su. The following information was provided by the initial reporter, "it was received a complaint regarding the product syringe 20ml luer lock (cat. 990687). "The luer lock tip is with plastic burrs, it turns difficult to attach the syringe to needles and other devices."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plastic burrs occurred with a syringe plastipak 20ml ll s/su. The following information was provided by the initial reporter, "it was received a complaint regarding the product syringe 20ml luer lock (cat. 990687). "The luer lock tip is with plastic burrs, it turns difficult to attach the syringe to needles and other devices".